Manufacturer narrative:
E1: facility name "(B)(6) hospital. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log confirmed that there was a record of related the customer reported issue alarm occurred on june 11, 2024. Functional testing found that the upstream occlusion (uso) sensor was defective. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's uso sensor was malfunctioning. The uso sensor was replaced.

Event description:
It was reported that even though there is liquid medicine in it, the device says, "there is no reservoir or pump. The pump has been turned off." There was patient involvement and unknown patient harm/adverse event reported.